Event description:
Baxter reported one incident of a blood leak with the psn 120 dialyzer occurring at the start of treatment. It was also reported that "foreign matter" was found in the dialyzer. No further info is available at this time.